Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the connection to the subject device without sufficiently drying the endoscope connector part or foreign matter such as dust or chemical liquid residues adhered to the electrical contacts of the endoscope connector. Or, there was the possibility that the subject device was used with the digital light source cable connection insufficient. Or, there was the possibility that the videoscope or the video processor other than the subject device was malfunction.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during unspecified procedure with the clv-190, the scope communication error b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.